Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support (cts) and no issues were identified. Customer changed the pump supplies to address the issue. Reportedly, the customer was filling the cartridge with insulin with the needle facing up, re-using insulin, and wearing pump supplies beyond 2-3 days. Tandem clinical support informed customer that filling the cartridge with insulin with the needle facing up, re-using insulin, and wearing pump supplies beyond 2-3 days is off label per the tandem user guide. Customer¿s blood glucose level was 169 mg/dl.